Event description:
It was reported that the device had a vibration anomaly and would not vibrate during an alarm. Customer's blood glucose level was not provided. Nothing further reported.

Manufacturer narrative:
Pump failed displacement test and alarmed motor error during the rewind process due to motor encoder signal out of phase. Unable to perform self test to verify vibration motor anomaly due to constant motor error alarm. Pump received eiyh broken reservoir tube lip, cracked battery tube threads, scratched screen window, scratched reservoir tube window, stained end cap sticker and cracked belt clip slot.